Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump shut off with a blank display without an alarm, and so she replaced the batteries and received an unexpected restart alarm. The customer's blood glucose level was 229 mg/dl. The alarm history showed a low battery alert and a low reservoir alert. The customer was sent a replacement battery cap and was advised to call back if problems persisted. Nothing was replaced or returned.